Event description:
Embolization treatment of an avm. During the procedure, it was reported that the catheter ruptured after injecting 0.3ml of onyx 18.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2012-00660.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).